Event description:
The customer called to report a failed battery test alarm during normal use. The mother also stated that the battery compartment was very hot. The reported blood glucose reading was 159 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to punctured isolation tape on the liquid crystal display making contact with the battery tube positive side. Unable to confirm the failed battery test alarm due to the blank display.